Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that this device was explanted nearly five months following the event due to elective replacement indicator (eri). The device will not be returned for analysis. A new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient with this implantable pacemaker battery longevity indicated less than six months last year; the patient was seen recently and had the same estimated longevity. High right ventricular (rv) lead threshold was also observed at 2.5mv along with increase in pacing lead impedance from 860 to 1000 ohms. Boston scientific technical services (ts) recommended calling at next patient follow-up for engineering evaluation of device memory due to suspected current bin hopping. Attempts to obtain additional information were unsuccessful. The device remains in service. No adverse patient effects were reported.